Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment, the roller clamp is not tight enough as the port plug delivers medication and lets the air accumulate in the circuit. Saline was used to return blood back to the pt. Pt had no adverse effects and required to medical intervention. Sample has not been returned to the manufacturer.